Event description:
The customer reported that vasoseal was used following a percutaneous transluminal coronary angioplasty/stent procedure. Approximately one hour post procedure, the pt became ischemic with no distal pluses. The pt was taken to surgery where a collagen plug was found in the artery and removed successfully. The physician stated that the black marker on dilator was below skin level and the deployment was easier and deeper than usual.